Event description:
It was reported by an eye care professional that the pt developed a central corneal ulcer in her left eye following contact lens wear. She experienced severe pain and sought emergency attention by an ophthalmologist and was diagnosed with corneal scratches due to improper lens handling causing a corneal ulcer. The pt was treated with vitamin a collyre, lacrifluid, artelac eye drops. At the time of this report, the pt is recovering. The pt continues contact lens wear.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch wil be filed. (B)().